Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f are identified. (Expiration date: 01/2026).

Event description:
It was reported that twenty five days post port placement, the implantable pedestrian chamber was allegedly found to be cracked. It was further reported that surgical intervention required for the removal of device. The current status of the patient is unknown.

Event description:
It was reported that twenty five days post port placement, the implantable pedestrian chamber was allegedly found to be cracked. It was further reported that the patient experienced extravasation and a thrombus, which required surgical intervention to remove the device and curative anticoagulation. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard MRI hard-base implantable port attached to a catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture as a complete circumferential break was noted approximately 2.8cm from the distal end of the cath-lock. The surface of the break was rounded and glossy. Further the striations noted on the complete circumferential break might be the cut made by the physician on the reported break while explanting the device. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f are identified in d2 and g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty five days post port placement, the implantable pedestrian chamber was allegedly found to be cracked. It was further reported that surgical intervention required for the removal of device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard MRI hard-base implantable port attached to a catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and identified deformation and wear issues as a complete circumferential break was noted approximately 2.8cm from the distal end of the cath-lock. The surface of the break was rounded and glossy. Further the striations noted on the complete circumferential break might be the cut made by the physician on the reported break while explanting the device. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f are identified in d2 and g4. H10: d4 (expiration date: 01/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.